Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the iliac vein. An angiojet zelante was used for the thrombectomy procedure. However, when removing the catheter, resistance was generated in the guide wire inside the catheter, and the catheter alone could not be removed, so the guidewire was withdrawn with the catheter as a whole. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed no damage. An .035 hydrophilic guidewire was received with the device. The device was received with the guidewire stuck inside the device. It was observed that the shaft tip and other areas of the catheter had dried blood. The device was soaked in an ultrasonic cleaner for a period of 24 hours at which point the guidewire was able to be removed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was not confirmed for any guidewire issues and passed through the device.

Event description:
It was reported that guidewire stuck occurred. The target lesion was located in the iliac vein. An angiojet zelante was used for the thrombectomy procedure. However, when removing the catheter, resistance was generated in the guide wire inside the catheter, and the catheter alone could not be removed, so the guidewire was withdrawn with the catheter as a whole. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6).